Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No excessive no delivery alarm was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of continuing to have no delivery alarm even after previous troubleshooting and receipt of new infusion sets. Customer's blood glucose was unknown. During second troubleshooting, it was found that customer tried all remedies and continued to receive no delivery alarms. Customer was advised that insulin pump would need to be replaced.